Manufacturer narrative:
The initial MDR 2432235-2017-00430 was filed on july 19, 2017. Additional information (07/03/2017): a siemens customer service engineer (cse) revisited the customer site along with an external electrician. There was burning smell coming from the power supply. The wiring of the system and the voltages were checked by the electrician. The cse replaced the power supply, cuvette handling sequencer board and photon counter printed circuit board (pcb) mounted on it as there was a dark spot on the pcb. The cse turned on the system and checked the voltages. The cse also performed daily clean and other pending maintenance activities. Quality controls were run, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and determined that the affected power supply model was astec. The components in the power supply are flammability rated, which means that they will not catch fire when they fail, therefore, there is no risk of fire. The hsc specialist concluded that the power supply had reached end of its life. The cause of the smoke being emitted from the back of an advia centaur xp instrument was due to failure of power supply. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse isolated the system. Siemens is investigating the issue.

Event description:
Smoke was emitted from the back of an advia centaur xp instrument. The operator pulled the power cable and disconnected its supply to the system. The smoke detectors were activated and the room was evacuated. The fire brigade was called, however, smoke had stopped and no action was taken by the fire brigade. The system and the monitor were running patient samples when smoke was emitted. However, there was no impact on patient samples as the advia centaur xp system was connected to a versacell system. The samples were run on an alternate advia centaur system. There was delay in reporting of results. The customer reported that one laboratory staff member had an anxiety attack and fainted. They were treated immediately in the hospital's emergency department with no adverse impact. There are no reports of damage to property, impact to patient samples or adverse health consequence.